Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center¿s video would stop transmitting to the monitor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 (eight) years since the subject device was manufactured. Given that the device was not made available to olympus, reproduction of the phenomenon was not confirmed therefore the root cause, neither the cause of the occurrence could be determined. Olympus will continue to monitor field performance for this device.